Manufacturer narrative:
The o2 safety tube got fire between the fire safe adaptor and the concentrator. The fire could be stopped by the patient wife with water. The nasal cannula and the concentrator mainly have been not effected by the fire. Availability of potential fire cause (e. G. Candle, cigarettes etc.) Have been refused. The perfect o2 is the same /similar to the irc5po2 product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The o2 safety tube got fire between the fire safe adaptor and the concentrator. The fire could be stopped by the patient wife with water. The nasal cannula and the concentrator mainly have been not effected by the fire. Availability of potential fire cause (e. G. Candle, cigarettes etc.) Have been refused. The perfect o2 is the same /similar to the irc5po2 product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).